Manufacturer narrative:
This event was originally reported on a quarterly summary report and is being resubmitted per FDA request.

Event description:
According to the reporter, during a mitral valve repair/replacement procedure, the customer noticed that the device strands broke. An another device was pulled to finish the case. The procedure was extended by approximately 1 hour. The patient is alive and no injury incurred at the event.